Event description:
It was reported that, during an arthroscopy, after the t1 implants of three (3) fast-fix 360 devices were deployed, the device failed to rebound for the deployment of t2. The t1 implants were successfully removed by grinding and planing blade. Surgery was completed with a smith and nephew back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported. The patient's status is fine.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed three devices were each returned in original packaging with the batch number of the complaint on the labels. Device one, the t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. Device two, the t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Device three, the t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation of device one showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device three showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A clinical review states that based on the limited information provided, the definitive clinical root cause of the reported failure of the three fast-fix devices could not be definitively concluded. Although, a procedural variance vs user error could not be ruled out. It is unclear if the IFU for the fast-fix 360 devices was adhered to. As the IFU does warn, ¿it is the healthcare professional¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.¿ the two arthroscopic images provided were reviewed that show a surgical instrument is visible, interacting with tissue which is likely part of the fast-fix 360 device or the tool used to remove the t1 implants, and they do support the reported issue. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.